Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a pump with cadd cassette reservoir attached alarmed no cassette when the infusion was completed, and the cassette was completely empty. It was reported the pump was scheduled to infuse until 13:00 but completed at 07:30. Per reporter the end user reported nausea and vomiting during the night.

Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a pump with cadd cassette reservoir attached alarmed no cassette when the infusion was completed, and the cassette was completely empty. It was reported the pump was scheduled to infuse until 13:00 but completed at 07:30. Per reporter the end user reported nausea and vomiting during the night.